Event description:
It was reported that a spectrum pump had a "door latch error." It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom of "door latch error" was confirmed through review of the event history log as "door jammed" alarms. These events were most likely caused by or contributed to by the door hooks, latch pins and lower auxiliary switch. The door hooks, latch pins and lower auxiliary were replaced.